Manufacturer narrative:
H6, corrected data: supplemental report #1 inadvertently submitted without updating the g component code.

Event description:
Additional information was received that the patient underwent revision surgery where the lead pin was removed and generator diagnostics were performed and were normal. The lead pin was then reinserted and system diagnostics also came back normal. No products were replaced.

Event description:
It was reported that the patient was seen with high impedance shortly after a recent generator replacement. X-rays were taken and it was noted that the lead pin may not be fully inserted into the generator, but the scans are unavailable for review. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.